Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 115 mg/dl. Reportedly, the customer changed pump supplies to address the occlusion. In addition, it was reported that a resume pump alarm occurred. Customer declined to troubleshoot with tandem technical support.